Event description:
A pt, who has been using insulin as preloaded pens for many years, experienced that the needle broke off and remained in the abdomen (located on x-ray). The broken needle and a selection of the ones that the pt has been using have been returned for analysis. It has been stated that the pt is unable to inject their insulin due to a psychological trauma and also that it has been a habit for the pt to inject their insulin through their clothing. Outcome has not been reported. The following two reports are linked to this report (same pt and same event): MFR. Report # 9681821-2004-00046, MFR. Report # 9681821-2004-00047.